Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced no feeling in their legs after the implant procedure. Tests revealed that the patient had a thoracic hematoma. As a result, surgical intervention took place where the hematoma was treated by taking the tripole out of the epidural space.